Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller met with the patient on (B)(6) 2026 and ran impedances. With 0 as the reference electrode some values were out of range and with 1 as reference all values were normal. The caller was not with the patient. Tss reviewed impedance information. The caller indicated that they plan to meet with the patient today. Additional information was received from the manufacturer representative (rep) clarifying it was high impedances with an unknown cause. There are no further steps to resolve issue planned as it is not interfering with therapy.